Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of wear marks along the section of returned tubing. Additional visual inspection shows evidence of a split. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack it was noted that the atrial pump boot ruptured, tubing was advanced in the raceway. The ruptured portion was cut out and tubing was reconnected. Estimated blood loss was less than 100 mls. No harm to the patient.

Manufacturer narrative:
Medtronic investigation: visual inspection showed evidence of wear marks along the section of returned tubing. Additional visual inspection shows evidence of a split. A root cause could not be confirmed as the lot number provided for the device does not correspond to a custom pack. Without the correct lot number, a batch DHR could not be completed. Based on review of complaint records, there were no reported trends for this failure mode. Therefore, it can be concluded this was an isolated event. Additionally, there are manufacturing controls in place to detect this issue. A notification to all involved personnel about the failure mode reported in this complaint was made. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack it was noted that the atrial pump boot ruptured, tubing was advanced in the raceway. The ruptured portion was cut out and tubing was reconnected. The tubing had been in use over 1 hour at the time of the rupture. Estimated blood loss was less than 100 mls. No harm to the patient.